Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hyperglycemia and diabetic ketoacidosis (dka) on (B)(6) 2018 in afternoon and the insulin pump had blank display and may have under deliver the insulin. The customer reported that he had high blood glucose levels of 23 mmol/l at the time of incident. The customer reported that the symptoms related to high blood glucose levels included vomiting, nausea and pain. The customer reported that he was treated with intravenous drip and blood sugar testing. The customer stated that the high blood glucose event began yesterday morning. The customer stated that the infusion set was changed two to three days ago. The customer also reported that he was not feeling well. Troubleshooting was performed related to blank display. The customer stated that the display remained blank and insert battery alarm did not display on the insulin pump screen. The customer stated the battery cap contacts broke and the insulin pump switched off. The customer was unable to complete the carelink upload. The customer was advised to remain disconnect from the insulin pump until new battey cap arrives. Product is not expected to return for analysis.

Manufacturer narrative:
Updated h9: 2032227-060322-002-c. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.